Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the moment it was used the stapler the same locked, making it impossible to use. They used another stapler to complete the procedure. There was no patient injury.